Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the handpieces was examined and the reported event was not replicated. The handpieces were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece #1 was manufactured on july 15, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #2 was manufactured on november 4, 2013. Based on qa assessment, the product met specifications at the time of release. The handpieces were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported an obstruction in the handpiece during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient. No additional information is expected.